Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that her blood glucose have gone up to 536 mg/dl without the sensor. The customer stated that she reported the replacement process but was advised to try the release sensor from the serter and still did not release it. The customer stated that he cannot get the sensors out of the inserter. The customer stated that the enlite sensor does not release after the second button press and the needle hub was stuck in the serter. The customer was advised to the corrected insertion steps. The customer will be sent replacement sensors.